Event description:
It was reported that the patient developed a pulmonary embolism shortly after the initial implant and subsequently underwent an extensive cardiac workup, which returned normal results. It was later reported that the cause of the pulmonary embolism was related to vns surgery. The patient was found to have a clotting disorder, that was found after the embolism and is being treated. (In this case since the embolism was caused by surgery, it will be concluded as such). All diagnostics looked normal. No other relevant information has been received to date.

Manufacturer narrative:
A1 patient identifier (in confidence): initial report inadvertently did not use (B)(6).